Event description:
Event description boston scientific received information that, 38 months post-implant, this implantable cardioverter defibrillator (ICD) displayed an elective replacement indicator (ER) and was explanted. There was expressed concern regarding this device's battery longevity. It was further noted that this device exhibited high threshold measurements (5v @ 2ms for the atrium and 7v @ 2ms for the ventricle). It was reported that this device would not be returned for analysis and that there were no further allegations against this device's function or operation while implanted.